Event description:
The customer reported that the device intermittently continuously reboots and fails to complete the normal start up process. The device would not be available for use in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
Further evaluation of the removed therapy pcb assembly determined the cause for the intermittent malfunction to be failure of an ic chip, designator u7.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.